Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [s/n: (B)(4)] found no issues on the device. Evaluation conclusion code and evaluation results code no longer apply to this event.

Manufacturer narrative:
Ins ((B)(4)), leads ((B)(4)), and both 97791 anchors were returned but not yet analyzed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having swelling over the ins incision site on (B)(6) 2016. The patient was seen the next day by a health care professional (hcp). There was no redness or drainage noted over either incision, though there did appear as if there was some fluid accumulation in the ins pocket. Impedances were checked and were within normal limits. The patient was sent home and directed to follow up with the office if the symptoms got worse. Two days later, the patient called back due to swelling at the midline incision while laying down that resolves when they get up. The patient was seen by a neurosurgeon who informed the patient they may need to have the ins removed, there's a possible dura tear, and a blood patch may be needed. The patient followed up with a different hcp five days later. The doctor was concerned of a possible infection, and an explant was scheduled for (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received by a manufacturer representative reporting that there was no infection. The patient had a csf leak. It was not determined if the patient had a tear or puncture. The patient was being monitored by their health care professional (hcp) and was considering a blood patch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.